Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and a faulty reservoir. The customer stated that she was been to the endocrinologist to get replacements for the last 2 to 3 weeks. The customer stated that she received air bubbles in the reservoir and within a few hours, her blood glucose reading was 400 mg/dl. The customer stated that she has gone through multiple boxes of reservoirs. The customer was advised that rewinding with a reservoir in place will create air bubbles. The customer was advised that insulin should be stored at room temperature to prevent gassing out when it warms in the pump. The customer will be sent replacement reservoir sets.